Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported by the patient that they had a pain in their back and left leg. The pain had been ongoing and became over the top starting the week prior to the report. They noted that following replacement of their leads, the reduction in pain was so minimal they used their device very seldom. The patient decided to start using their implant more often to see if they could reduce the sciatic pain they were experiencing, but to date they had not been able to achieve any reduction in their sciatic pain but were going to continue to try. Additional information from the patient reported that they were going to have a replacement surgery scheduled to potentially use a surgical lead due to inadequate coverage with their current leads. Relevant medical history included lumbar radiculopathy. If additional information is received, a follow-up report will be sent.